Manufacturer narrative:
H6 - 4581: loss of bcva. Loss of bscva and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced permanent loss of bcva. Due to permanent loss of bcva, the lens was exchanged for a different model, similar power but longer length lens. The problem was resolved. Cause of the event was reported as other.